Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered due to two or more high rate non-sustained episodes and high sensing integrity counter (sic). It was noted that oversensing was observed on the first episode. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming was done and the lead remains in use.